Event description:
According to an english translation of info obtained from italian medical records, the pt underwent surgery to replace her bjork-shiley, convexo-concave heart valve due to endocarditis and to replace her mitral valve.